Manufacturer narrative:
Device evaluation begun, but not yet completed.

Event description:
During a procedure requiring general anesthesia, the patient started to exhibit symptoms of hypothermia (c02 levels were elevated and the or staff evaluated the anesthesia equipment. The co2 monitor was changed with no improvement to the patient, and when the circuit was replaced, the co2 levels improved. The anesthesiologist team examined then removed the circuit and discovered that the blue tubing of the device had detached from the connector of the device. The original circuit had been placed onto the anesthesia equipment early in the morning. It remains to be determined how many cases were performed with the circuit prior to discovering the tubing deviation. Normally, the or would have performed a pre-test on the circuit prior to initiating use, but he new aveda anesthesia machine they were using precludes performing such a test.